Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 300 mg/dl back to back result of lo (less than 10 mg/dl) when tests were performed within 1 minute of each other on the compact system. Reporter stated the customer ate as normal and no other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.